Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.device was received for evaluation. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint of intermittent operation couldn''t be confirmed. The device was tested and the complaint wasn''t duplicated. (B)(4)